Event description:
It was reported that the cuff and pump of this artificial urinary sphincter (aus) were not working properly. The patient experienced difficulty aiming the urine stream and the pump was difficult to use. No additional patient complications were reported.

Event description:
It was reported that the patient experienced a mechanical issue with this artificial urinary sphincter. The patient experienced difficulty aiming the urine stream and the pump was difficult to use. No additional patient complications were reported.